Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Review of the most recent repair record determined the unit was not cutting well due to being out of calibration, the cutter was damaged, the roller was discolored, and some screws were not original. The cutter, roller, and screws were replaced and the unit was recalibrated and resolved the reported issue. Lot identification is necessary for review of device history records, and lot identification was not provided. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. A corrective action was previously initiated to address this issue. The event is confirmed.

Event description:
It was reported that the device was returned for maintenance and it was found that repairs were needed. There was a calibration issue, the screws were not original and needed to be replaced, the cutter was damaged and the roller was discolored. Evaluation found that the device failed the cut test. No adverse events were reported as a result of this malfunction.